Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted in (B)(6) 2012, date unknown. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Additional information: the manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with pfna construct on an unknown date in (B)(6) 2012. It was reported the femur nail broke. Patient was returned to the or on an unknown date for removal of hardware. This is 1 of 2 reports for the same event.

Manufacturer narrative:
This device used for treatment and not diagnosis. The dimension of the investigated implants were checked and are in compliance with the ao asif specifications. The failures of the investigated implants were due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implants had to absorb and neutralize forces that have been greater than the tolerable load. Postoperative activities of the patient in combination with instability of the fracture situation may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.